Event description:
It was reported that, the patient had a revision surgery on (B)(6) 2010. The patient has been in constant, intense pain since the revision surgery. The patient cannot go up and down stairs normally but must take one step at a time. The patient states that the hip doesn't feel stable.

Manufacturer narrative:
Additional information has been requested and if received, it will be provided in a supplemental report.